Event description:
Another failure. Ed [emergency department] providers report that the scissors in this kit do not cut 60% of the time, pick-ups fail ~ 30% of the time, and needle driver fails ~70% of time and often cut suture materials. Manufacturer response for suture kit, cardinal health (per site reporter). Waiting for their response.